Manufacturer narrative:
The cot was leaning due to a broken outer base tube. Sharp edges were reported.

Event description:
It was reported via repair work order that the outer tube weldment was broken which caused damage to the caster horn. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the outer tube weldment was broken which caused damage to the caster horn. No adverse consequence or clinically relevant delay in treatment was reported.